Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a lead cap and replacement due to rv lead noise. No strips were provided to document this behavior. No inappropriate shocks were reported. The patient was stable post-procedure and will continue to be followed normally.